Event description:
It was reported that the system failed to generate x-rays. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The generator backplane was replaced during the service call. The system was tested, found to be working as intended and put back into service.